Event description:
The rn was starting a piv on a patient. The insyte barrel failed to retract and had to be pushed back into the instrument. It would not completely retract. We have been having problems with the spring mechanism on these units as they pop out without pressure on the switch. Which caused rebound and a needlestick. Needles are also piercing the cannulas once inserted, as if the needle were crooked.